Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant products: ddmb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing within the atrial refractory period and there were non-sustained ventricular tachycardia episodes. The lead remains in use and no patient complications have been reported as a result of this event.